Manufacturer narrative:
Initial reporter phone: (b)(6. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the finished device 30787986l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 72-year-old male patient (72kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a transient ischemic attack. It was reported that the left leg became difficult to move transiently after the procedure. After the end of the case, the patient complained of the movement difficulty of the left leg. The difficulty movement of the left leg resolved over time. The neurosurgeon made a diagnosis with the MRI results as no infarction, and the patient was discharged without any problem with prescription of anticoagulants just in case. At the same procedure, the physician felt resistance with the vizigo sheath when the dilator was inserted in the sheath, about 20 minutes after the start of the case. The physician tried to insert the dilator into the vizigo sheath but felt resistance. No abnormalities were observed prior to or during use of the product. There was no physical damage on the sheaths or dilator. There was no occlusion when irrigating the sheaths. There was no apparent narrowing of the sheath. The dilator was stuck in the sheath; however, the dilator was still able to be moved through the sheaths but there was some resistance felt. The sheath with lot number 50000121 was the only one that had a resistance issue. The sheath was replaced, and the issue was resolved. In addition, the physician complained that compared to agilis short size, the physician sometimes felt hardness when turning the deflection knob and that the physician was concerned about the deflection in the body with a long total length. The physician¿s opinion on the cause of this event was that it was procedure related. It was not related to the bwi product. The physician considered that the difficulty in moving the leg was caused by excessive effectiveness of anesthesia, and the event was diagnosed as transient. Anticoagulant was prescribed just in case, and the patient was discharged from the hospital without any problem. The patient fully recovered (no residual effects). The patient did not require extended hospitalization because of the event. The generator used was a smartablate generator. The deflection issue was assessed as not MDR reportable. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. Since the event (transient ischemic attack) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.